Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm ((B)(6)), an embotrap iii 5 mm x 37 mm (et309537/ 23c105av), and an embovac ic 71, 132 cm, ce, asp. Ind. (Ic71132ca/ 31041010) was used for a mechanical thrombectomy procedure to treat an occlusion of the internal carotid artery (ica). During the procedure, the user reported catheter body/shaft-inadequate support and inflation difficulty of the emboguard device, withdrawal difficulty of the embotrap device into the guide/intermediate catheter, and withdrawal difficulty of the embovac device from vessel. During the use of the embotrap device, a thromboembolism occurred. Following the withdrawal difficulty of the embotrap and embovac devices, a cerebral hemorrhage was found. The severity of the events is unknown. The event was reported as such, ¿the procedure was a mechanical thrombectomy of internal carotid artery occlusion. The emboguard, embotrap iii, embovac were prepared and used according to IFU. The emboguard was placed and inflated at the lesion. A three-way valve was used instead of the supplied luer valve of emboguard. The emboguard was not stable and found out that the balloon was deflated spontaneously. The balloon was able to be reinflated without any problem, so there seemed to be no damage on the balloon. After several times of passes (unknown how many times), recanalization of internal carotid artery was achieved, but a thrombus moved to m2-3. The physician attempted to retrieve the thrombus by combined technique using the embotrap iii and embovac. The blood vessel had strong bends. During retrieval of the devices, resistance was felt. Re-sheath was performed, and after that bleeding was found. The patient condition was unknown. A continuous flush was done. The lesions were internal carotid artery and m2-3. Other concomitant devices were unknown.¿ no further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 23c105av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Difficulty withdrawing the embotrap iii device into the intermediate/guide catheter after deployment can potentially result in the unintended loss of access to the occluded treatment site, requiring re-access with increased risk for vasospasm, emboli, vessel damage, ischemia, or infarct, and/or the need for additional intervention. In this case, the thrombus moved distally to the m2-3 segments of the middle cerebral artery (mca), and it was during this retrieval attempt that the user reported withdrawal difficulty and a cerebral hemorrhage was found. Per the event description, the vessel ¿had strong bends¿; it is important to note that according to the instructions for use (IFU), excessive vessel tortuosity is a contraindication for the use of the embotrap device. Nevertheless, the device may have contributed to the events of a thromboembolism and cerebral hemorrhage. Additionally, the severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2024-00015 and 3008114965-2024-00271.

Manufacturer narrative:
Product complaint #(B)(4). Section e1: initial reporter phone: (B)(6). Section b5: additional information was received on 07-may-2024. Summary: regarding the treating physician¿s opinion on possible causes for the events of thrombosis and bleeding, the response of ¿unknown¿ was received. The patient¿s current status was said to be, ¿no impact to the patient condition due to the bleeding.¿ regarding if the thrombosis resulted in an infarction, it was said, ¿no. Only soft blood clots were entangled in the stent.¿ regarding how the events were treated, it was said, ¿no additional intervention was provided as the bleeding was small.¿ the patient¿s baseline neurological status was said to be, ¿pre procedure nihss was 26, which was improved post procedure as nihss 17.¿ regarding the patient¿s neurological status at the time of the event, it was said, ¿no symptoms were observed.¿ the events did not result in prolonged hospitalization. Regarding if there was any vessel trauma associated with the bleeding, it was replied, ¿no further information is available at this time.¿ the location of the bleeding was ¿distal to m3.¿ no leakage was noted from the balloon, shaft, or hub of the used device. The product was removed intact (in one piece). No further information was made available. Per the additional information received on 07-may-2024; this additional information has been reviewed. The provided information indicates the patient had no symptoms post-procedure; however, this information contradicts the patient¿s post procedure nihss score of 17. The national institutes of health stroke scale, or nih stroke scale (nihss), is a tool used by healthcare providers to objectively quantify the impairment caused by a stroke. A nihss score of 17 indicates moderate-to-severe stroke symptoms, with a high probability of severe, permanent neurological deficits (see referenced medical literature). This poor prognosis may be attributed to the patient¿s severe index stroke, as the patient¿s baseline nihss score was 26. However, it would be clinically impossible to discern if/how the events of a cerebral hemorrhage and thromboembolism contributed to the given patient outcome. Additionally, during the use of the embotrap device, a thromboembolism occurred which required the surgical intervention of performing an additional retrieval attempt in an effort to preclude patient harm. Based upon these considerations, no changes regarding the reportability determination nor coding from the initial note were required. The file remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.